Event description:
The international customer reported the ventilator alarmed and displayed a vent inop data acquisition pcba adc failure message. The customer reported the unit was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Completion of device evaluation and service is pending.

Manufacturer narrative:
Supplemental report. No response received from customer. No response from customer.

Event description:
The customer did not respond to the repair estimate, therefore the repair is suspended and the device has been returned.

Manufacturer narrative:
Device evaluation and service pending.